Manufacturer narrative:
Follow-up received on 08-jun-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 04-may-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain/ left side of abdomen pain") and genital haemorrhage ("abnormal bleeding general") in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hashimoto's disease, hypothyroidism, plantar fasciitis, acne, esophageal reflux, hyperglycemia and obesity. Concomitant products included docusate sodium (colace), eugynon (levora), fluticasone, hydrocortisone cipionate, lactobacillus acidophilus (acidophilus), levothyroxine, levothyroxine sodium (synthroid), liothyronine, lubiprostone (amitiza), metformin, omeprazole (omeprazol), oral contraceptive nos, phentermine and procaterol hydrochloride (pro-air). In 2013, the patient experienced glycosylated haemoglobin increased ("other injury(ies) or complication please describe: elevated hemoglobin a1c."). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (partial hysterectomy and salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, fatigue and migraine had resolved and the genital haemorrhage, alopecia, headache, nausea, vaginal discharge, vaginal haemorrhage, menorrhagia and glycosylated haemoglobin increased outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, glycosylated haemoglobin increased, headache, menorrhagia, migraine, nausea, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received. Reporter information added, aka added, demographic added. Events added are as follows- vaginal haemorrhage, menorrhagia, other injury(ies) or complication please describe: elevated hemoglobin a1c. Events onset date, severity and outcome added. Concomitant drug and condition added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/ left side of abdomen pain') in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy, rash, acid reflux (oesophageal) and acne. Concurrent conditions included hashimoto's disease, hypothyroidism, plantar fasciitis, acne, esophageal reflux, hyperglycemia and obesity. Concomitant products included docusate sodium (colace), fluticasone, hydrocortisone cipionate, levothyroxine, levothyroxine sodium (synthroid), liothyronine, lubiprostone (amitiza), metformin, omeprazole (omeprazol), oral contraceptive nos, phentermine and procaterol hydrochloride (pro-air). In 2013, the patient was found to have glycosylated haemoglobin increased ("other injury(ies) or complication please describe: elevated hemoglobin a1c."). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ bleeding nonstop/blood clots"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding general"), muscle spasms ("leg cramps"), paraesthesia ("tingling in both arms"), pain in extremity ("leg pain"), malaise ("getting sick"), pharyngitis streptococcal ("strep throat"), seasonal allergy ("seasonal allergies"), helicobacter infection ("h. Pylori tested positive 4 times"), back pain ("back pain"), pain ("stabbing pain on right side"), feeling abnormal ("brain fog"), autoimmune thyroiditis ("hashi's/hashimoto's thyroiditis/ autoimmune disorder"), urinary retention ("couldn't empty her bladder on her own"), flatulence ("gas was painful") and abdominal distension ("bloating"). The patient was treated with surgery (partial hysterectomy and salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, fatigue and migraine had resolved and the genital haemorrhage, alopecia, headache, nausea, vaginal discharge, vaginal haemorrhage, menorrhagia, glycosylated haemoglobin increased, muscle spasms, paraesthesia, pain in extremity, malaise, pharyngitis streptococcal, seasonal allergy, helicobacter infection, back pain, pain, feeling abnormal, autoimmune thyroiditis, urinary retention, flatulence and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune thyroiditis, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, genital haemorrhage, glycosylated haemoglobin increased, headache, helicobacter infection, malaise, menorrhagia, migraine, muscle spasms, nausea, pain, pain in extremity, paraesthesia, pharyngitis streptococcal, seasonal allergy, urinary retention, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: follow-up 4 & 5 processed together. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 26-feb-2020: social media received. Reporter added. Events: couldn't empty her bladder on her own, gas was painful, bloating added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/ left side of abdomen pain') in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hashimoto's disease, hypothyroidism, plantar fasciitis, acne, esophageal reflux, hyperglycemia and obesity. Concomitant products included docusate sodium (colace), fluticasone, hydrocortisone cipionate, levothyroxine, levothyroxine sodium (synthroid), liothyronine, lubiprostone (amitiza), metformin, omeprazole (omeprazol), oral contraceptive nos, phentermine and procaterol hydrochloride (pro-air). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient was found to have glycosylated haemoglobin increased ("other injury(ies) or complication please describe: elevated hemoglobin a1c."). In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ bleeding nonstop"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding general"), muscle spasms ("leg cramps"), paraesthesia ("tingling in both arms"), pain in extremity ("leg pain"), malaise ("getting sick"), pharyngitis streptococcal ("strep throat"), seasonal allergy ("seasonal allergies"), helicobacter infection ("h. Pylori tested positive 4 times"), back pain ("back pain"), pain ("stabbing pain on right side"), feeling abnormal ("brain fog") and autoimmune thyroiditis ("hashi's"). The patient was treated with surgery (partial hysterectomy and salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, fatigue and migraine had resolved and the genital haemorrhage, alopecia, headache, nausea, vaginal discharge, vaginal haemorrhage, menorrhagia, glycosylated haemoglobin increased, muscle spasms, paraesthesia, pain in extremity, malaise, pharyngitis streptococcal, seasonal allergy, helicobacter infection, back pain, pain and feeling abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, glycosylated haemoglobin increased, headache, helicobacter infection, malaise, menorrhagia, migraine, muscle spasms, nausea, pain, pain in extremity, paraesthesia, pharyngitis streptococcal, seasonal allergy, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: follow-up 4 & 5 processed together. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 23-jan-2020: social media received. Reporter information updated. Patient demographic information updated. Events: leg cramps, tingling in both arms, leg pain, getting sick, hashi's, strep throat, seasonal allergies, h. Pylori tested positive 4 times, back pain, stabbing pain on right side, brain fog were newly added. On 27-jan-2020: plaintiff fact sheet received. No new information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/ left side of abdomen pain') in a 23-year-old female patient who had essure (batch no. B09705) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "two essure kits used at time of implanting". The patient's medical history included twin pregnancy, rash, acid reflux (oesophageal) and acne. Concurrent conditions included hashimoto's disease, hypothyroidism, plantar fasciitis, acne, esophageal reflux, hyperglycemia and obesity. Concomitant products included docusate sodium (colace), fluticasone, hydrocortisone cipionate, levothyroxine, levothyroxine sodium (synthroid), liothyronine, lubiprostone (amitiza), metformin, omeprazole (omeprazol), oral contraceptive nos, phentermine and procaterol hydrochloride (pro-air). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient was found to have glycosylated haemoglobin increased ("other injury(ies) or complication please describe: elevated hemoglobin a1c."). In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ bleeding nonstop/blood clots"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding general"), muscle spasms ("leg cramps"), paraesthesia ("tingling in both arms"), pain in extremity ("leg pain"), malaise ("getting sick"), pharyngitis streptococcal ("strep throat"), seasonal allergy ("seasonal allergies"), helicobacter infection ("h. Pylori tested positive 4 times"), back pain ("back pain"), pain ("stabbing pain on right side"), feeling abnormal ("brain fog"), autoimmune thyroiditis ("hashi's/hashimoto's thyroiditis/ autoimmune disorder"), urinary retention ("couldn't empty her bladder on her own"), flatulence ("gas was painful"), abdominal distension ("bloating"), thyroid disorder ("my thyroid level are better"), device expulsion ("springs were touching the uterus"), hyperaesthesia teeth ("teeth are sensitive now"), hypersensitivity ("I immediately had a reaction"), pelvic pain ("pelvic pain"), asthenia ("loss of energy"), mental disorder ("mental gaps"), coital bleeding ("it was painful and bleed more"), swelling ("swelling nos"), memory impairment ("forgetfulness"), confusional state ("mental confusion"), inflammation ("inflammation nos"), coccydynia ("tailbone pain"), cervicitis ("cervicitis"), loss of libido ("loss of sexual appetite"), abdominal pain localised ("on and offd pain alternating on both sides above the hip bone"), onychoclasis ("brittle nails after hysterectomy"), dry skin ("dry skin after hysterectomy") and menstrual disorder ("period like symptoms after hysterectomy") and was found to have weight increased ("weight gain") and blood glucose increased ("high blood sugar /almost diabetic"). The patient was treated with surgery (uterus, fallopian tubes and cervix removed and salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, fatigue, migraine, glycosylated haemoglobin increased and pelvic pain had resolved, the genital haemorrhage, headache, nausea, vaginal discharge, vaginal haemorrhage, menorrhagia, muscle spasms, paraesthesia, pain in extremity, malaise, pharyngitis streptococcal, seasonal allergy, helicobacter infection, back pain, pain, feeling abnormal, autoimmune thyroiditis, urinary retention, flatulence, abdominal distension, device expulsion, hyperaesthesia teeth, hypersensitivity, asthenia, mental disorder, coital bleeding, swelling, memory impairment, confusional state, blood glucose increased, inflammation, coccydynia, cervicitis, loss of libido, abdominal pain localised, onychoclasis, dry skin and menstrual disorder outcome was unknown and the alopecia, weight increased and thyroid disorder was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, asthenia, autoimmune thyroiditis, back pain, blood glucose increased, cervicitis, coccydynia, coital bleeding, confusional state, device expulsion, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, genital haemorrhage, glycosylated haemoglobin increased, headache, helicobacter infection, hyperaesthesia teeth, hypersensitivity, inflammation, loss of libido, malaise, memory impairment, menorrhagia, menstrual disorder, mental disorder, migraine, muscle spasms, nausea, onychoclasis, pain, pain in extremity, paraesthesia, pelvic pain, pharyngitis streptococcal, seasonal allergy, swelling, thyroid disorder, urinary retention, vaginal discharge, vaginal haemorrhage, weight increased and abdominal pain localised to be related to essure. The reporter commented: after surgery , most of my symptoms goes away. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Added second essure to case - lot number and expiration date added were added for the two implants. Added new events abdominal pain localized, brittle nails, dry skin and menstrual disorder. Added device use error. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/ left side of abdomen pain') in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy, rash, acid reflux (oesophageal) and acne. Concurrent conditions included hashimoto's disease, hypothyroidism, plantar fasciitis, acne, esophageal reflux, hyperglycemia and obesity. Concomitant products included docusate sodium (colace), fluticasone, hydrocortisone cipionate, levothyroxine, levothyroxine sodium (synthroid), liothyronine, lubiprostone (amitiza), metformin, omeprazole (omeprazol), oral contraceptive nos, phentermine and procaterol hydrochloride (pro-air). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient was found to have glycosylated haemoglobin increased ("other injury(ies) or complication please describe: elevated hemoglobin a1c."). In november 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ bleeding nonstop/blood clots"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding general"), muscle spasms ("leg cramps"), paraesthesia ("tingling in both arms"), pain in extremity ("leg pain"), malaise ("getting sick"), pharyngitis streptococcal ("strep throat"), seasonal allergy ("seasonal allergies"), helicobacter infection ("h. Pylori tested positive 4 times"), back pain ("back pain"), pain ("stabbing pain on right side"), feeling abnormal ("brain fog"), autoimmune thyroiditis ("hashi's/hashimoto's thyroiditis/ autoimmune disorder"), urinary retention ("couldn't empty her bladder on her own"), flatulence ("gas was painful"), abdominal distension ("bloating"), thyroid disorder ("my thyroid level are better"), device expulsion ("springs were touching the uterus"), hyperaesthesia teeth ("teeth are sensitive now"), hypersensitivity ("I immediately had a reaction"), pelvic pain ("pelvic pain"), asthenia ("loss of energy"), mental disorder ("mental gaps"), coital bleeding ("it was painful and bleed more") and swelling ("swelling nos") and was found to have weight increased ("weight gain"). The patient was treated with surgery (uterus, fallopian tubes and cervix removed and salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, fatigue, migraine and glycosylated haemoglobin increased had resolved, the genital haemorrhage, headache, nausea, vaginal discharge, vaginal haemorrhage, menorrhagia, muscle spasms, paraesthesia, pain in extremity, malaise, pharyngitis streptococcal, seasonal allergy, helicobacter infection, back pain, pain, feeling abnormal, autoimmune thyroiditis, urinary retention, flatulence, abdominal distension, device expulsion, hyperaesthesia teeth, hypersensitivity, pelvic pain, asthenia, mental disorder, coital bleeding and swelling outcome was unknown and the alopecia, weight increased and thyroid disorder was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, asthenia, autoimmune thyroiditis, back pain, coital bleeding, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, genital haemorrhage, glycosylated haemoglobin increased, headache, helicobacter infection, hyperaesthesia teeth, hypersensitivity, malaise, menorrhagia, mental disorder, migraine, muscle spasms, nausea, pain, pain in extremity, paraesthesia, pelvic pain, pharyngitis streptococcal, seasonal allergy, swelling, thyroid disorder, urinary retention, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/ left side of abdomen pain') in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy, rash, acid reflux (oesophageal) and acne. Concurrent conditions included hashimoto's disease, hypothyroidism, plantar fasciitis, acne, esophageal reflux, hyperglycemia and obesity. Concomitant products included docusate sodium (colace), fluticasone, hydrocortisone cipionate, levothyroxine, levothyroxine sodium (synthroid), liothyronine, lubiprostone (amitiza), metformin, omeprazole (omeprazol), oral contraceptive nos, phentermine and procaterol hydrochloride (pro-air). In 2013, the patient was found to have glycosylated haemoglobin increased ("other injury(ies) or complication please describe: elevated hemoglobin a1c."). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ bleeding nonstop/blood clots"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding general"), muscle spasms ("leg cramps"), paraesthesia ("tingling in both arms"), pain in extremity ("leg pain"), malaise ("getting sick"), pharyngitis streptococcal ("strep throat"), seasonal allergy ("seasonal allergies"), helicobacter infection ("h. Pylori tested positive 4 times"), back pain ("back pain"), pain ("stabbing pain on right side"), feeling abnormal ("brain fog"), autoimmune thyroiditis ("hashi's/hashimoto's thyroiditis/ autoimmune disorder"), urinary retention ("couldn't empty her bladder on her own"), flatulence ("gas was painful"), abdominal distension ("bloating"), thyroid disorder ("my thyroid level are better"), device expulsion ("springs were touching the uterus"), hyperaesthesia teeth ("teeth are sensitive now"), hypersensitivity ("I immediately had a reaction"), pelvic pain ("pelvic pain"), asthenia ("loss of energy"), mental disorder ("mental gaps"), coital bleeding ("it was painful and bleed more") and swelling ("swelling nos") and was found to have weight increased ("weight gain"). The patient was treated with surgery (uterus, fallopian tubes and cervix removed and salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, fatigue, migraine and glycosylated haemoglobin increased had resolved, the genital haemorrhage, headache, nausea, vaginal discharge, vaginal haemorrhage, menorrhagia, muscle spasms, paraesthesia, pain in extremity, malaise, pharyngitis streptococcal, seasonal allergy, helicobacter infection, back pain, pain, feeling abnormal, autoimmune thyroiditis, urinary retention, flatulence, abdominal distension, device expulsion, hyperaesthesia teeth, hypersensitivity, pelvic pain, asthenia, mental disorder, coital bleeding and swelling outcome was unknown and the alopecia, weight increased and thyroid disorder was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, asthenia, autoimmune thyroiditis, back pain, coital bleeding, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, genital haemorrhage, glycosylated haemoglobin increased, headache, helicobacter infection, hyperaesthesia teeth, hypersensitivity, malaise, menorrhagia, mental disorder, migraine, muscle spasms, nausea, pain, pain in extremity, paraesthesia, pelvic pain, pharyngitis streptococcal, seasonal allergy, swelling, thyroid disorder, urinary retention, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: follow-up 4 & 5 processed together. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 2-mar-2020: content from social media received. New events: weight gain, thyroid disorder, partial expulsion of device, sensitivity of teeth, allergy nos, pelvic pain, loss of energy, mental disorder, post coital bleeding, swelling nos were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/ left side of abdomen pain') in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy, rash, acid reflux (oesophageal) and acne. Concurrent conditions included hashimoto's disease, hypothyroidism, plantar fasciitis, acne, esophageal reflux, hyperglycemia and obesity. Concomitant products included docusate sodium (colace), fluticasone, hydrocortisone cipionate, levothyroxine, levothyroxine sodium (synthroid), liothyronine, lubiprostone (amitiza), metformin, omeprazole (omeprazol), oral contraceptive nos, phentermine and procaterol hydrochloride (pro-air). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient was found to have glycosylated haemoglobin increased ("other injury(ies) or complication please describe: elevated hemoglobin a1c."). In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ bleeding nonstop/blood clots"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding general"), muscle spasms ("leg cramps"), paraesthesia ("tingling in both arms"), pain in extremity ("leg pain"), malaise ("getting sick"), pharyngitis streptococcal ("strep throat"), seasonal allergy ("seasonal allergies"), helicobacter infection ("h. Pylori tested positive 4 times"), back pain ("back pain"), pain ("stabbing pain on right side"), feeling abnormal ("brain fog"), autoimmune thyroiditis ("hashi's/hashimoto's thyroiditis/ autoimmune disorder"), urinary retention ("couldn't empty her bladder on her own"), flatulence ("gas was painful"), abdominal distension ("bloating"), thyroid disorder ("my thyroid level are better"), device expulsion ("springs were touching the uterus"), hyperaesthesia teeth ("teeth are sensitive now"), hypersensitivity ("I immediately had a reaction"), pelvic pain ("pelvic pain"), asthenia ("loss of energy"), mental disorder ("mental gaps"), coital bleeding ("it was painful and bleed more"), swelling ("swelling nos"), memory impairment ("forgetfulness"), confusional state ("mental confusion"), inflammation ("inflammation nos"), coccydynia ("tailbone pain"), cervicitis ("cervicitis") and loss of libido ("loss of sexual appetite") and was found to have weight increased ("weight gain") and blood glucose increased ("high blood sugar /almost diabetic"). The patient was treated with surgery (uterus, fallopian tubes and cervix removed and salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, fatigue, migraine, glycosylated haemoglobin increased and pelvic pain had resolved, the genital haemorrhage, headache, nausea, vaginal discharge, vaginal haemorrhage, menorrhagia, muscle spasms, paraesthesia, pain in extremity, malaise, pharyngitis streptococcal, seasonal allergy, helicobacter infection, back pain, pain, feeling abnormal, autoimmune thyroiditis, urinary retention, flatulence, abdominal distension, device expulsion, hyperaesthesia teeth, hypersensitivity, asthenia, mental disorder, coital bleeding, swelling, memory impairment, confusional state, blood glucose increased, inflammation, coccydynia, cervicitis and loss of libido outcome was unknown and the alopecia, weight increased and thyroid disorder was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, asthenia, autoimmune thyroiditis, back pain, blood glucose increased, cervicitis, coccydynia, coital bleeding, confusional state, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, genital haemorrhage, glycosylated haemoglobin increased, headache, helicobacter infection, hyperaesthesia teeth, hypersensitivity, inflammation, loss of libido, malaise, memory impairment, menorrhagia, mental disorder, migraine, muscle spasms, nausea, pain, pain in extremity, paraesthesia, pelvic pain, pharyngitis streptococcal, seasonal allergy, swelling, thyroid disorder, urinary retention, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after surgery , most of my symptoms goes away. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Events: forgetfulness, mental confusion, cervicitis, tailbone pain, loss of sexual appetite, high blood sugar /almost diabetic and inflammation nos were added. Event: pelvic pain outcome were updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/ left side of abdomen pain') in a 23-year-old female patient who had essure (batch no. B09705) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "two essure kits used at time of implanting". The patient's medical history included twin pregnancy, rash, acid reflux (oesophageal) and acne. Concurrent conditions included hashimoto's disease, hypothyroidism, plantar fasciitis, acne, esophageal reflux, hyperglycemia and obesity. Concomitant products included docusate sodium (colace), fluticasone, hydrocortisone cipionate, levothyroxine, levothyroxine sodium (synthroid), liothyronine, lubiprostone (amitiza), metformin, omeprazole (omeprazol), oral contraceptive nos, phentermine and procaterol hydrochloride (pro-air). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient was found to have glycosylated haemoglobin increased ("other injury(ies) or complication please describe: elevated hemoglobin a1c."). In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)/ bleeding nonstop/blood clots"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding general"), muscle spasms ("leg cramps"), paraesthesia ("tingling in both arms"), pain in extremity ("leg pain"), malaise ("getting sick"), pharyngitis streptococcal ("strep throat"), seasonal allergy ("seasonal allergies"), helicobacter infection ("h. Pylori tested positive 4 times"), back pain ("back pain"), pain ("stabbing pain on right side"), feeling abnormal ("brain fog"), autoimmune thyroiditis ("hashi's/hashimoto's thyroiditis/ autoimmune disorder"), urinary retention ("couldn't empty her bladder on her own"), flatulence ("gas was painful"), abdominal distension ("bloating"), thyroid disorder ("my thyroid level are better"), device expulsion ("springs were touching the uterus"), hyperaesthesia teeth ("teeth are sensitive now"), hypersensitivity ("I immediately had a reaction"), pelvic pain ("pelvic pain"), asthenia ("loss of energy"), mental disorder ("mental gaps"), coital bleeding ("it was painful and bleed more"), swelling ("swelling nos"), memory impairment ("forgetfulness"), confusional state ("mental confusion"), inflammation ("inflammation nos"), coccydynia ("tailbone pain"), cervicitis ("cervicitis"), loss of libido ("loss of sexual appetite"), abdominal pain localised ("on and offd pain alternating on both sides above the hip bone"), onychoclasis ("brittle nails after hysterectomy"), dry skin ("dry skin after hysterectomy") and menstrual disorder ("period like symptoms after hysterectomy") and was found to have weight increased ("weight gain") and blood glucose increased ("high blood sugar /almost diabetic"). The patient was treated with surgery (uterus, fallopian tubes and cervix removed and salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, fatigue, migraine, glycosylated haemoglobin increased and pelvic pain had resolved, the genital haemorrhage, headache, nausea, vaginal discharge, vaginal haemorrhage, menorrhagia, muscle spasms, paraesthesia, pain in extremity, malaise, pharyngitis streptococcal, seasonal allergy, helicobacter infection, back pain, pain, feeling abnormal, autoimmune thyroiditis, urinary retention, flatulence, abdominal distension, device expulsion, hyperaesthesia teeth, hypersensitivity, asthenia, mental disorder, coital bleeding, swelling, memory impairment, confusional state, blood glucose increased, inflammation, coccydynia, cervicitis, loss of libido, abdominal pain localised, onychoclasis, dry skin and menstrual disorder outcome was unknown and the alopecia, weight increased and thyroid disorder was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, asthenia, autoimmune thyroiditis, back pain, blood glucose increased, cervicitis, coccydynia, coital bleeding, confusional state, device expulsion, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, genital haemorrhage, glycosylated haemoglobin increased, headache, helicobacter infection, hyperaesthesia teeth, hypersensitivity, inflammation, loss of libido, malaise, memory impairment, menorrhagia, menstrual disorder, mental disorder, migraine, muscle spasms, nausea, onychoclasis, pain, pain in extremity, paraesthesia, pelvic pain, pharyngitis streptococcal, seasonal allergy, swelling, thyroid disorder, urinary retention, vaginal discharge, vaginal haemorrhage, weight increased and abdominal pain localised to be related to essure. The reporter commented: after surgery , most of my symptoms goes away. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Lot number: b09705, manufacture date: 2013-03, & expiration date: 2016-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain/ left side of abdomen pain") and genital haemorrhage ("abnormal bleeding general") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hashimoto's disease and hypothyroidism. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (partial hysterectomy and salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, dyspareunia, alopecia, migraine, headache, nausea and vaginal discharge outcome was unknown and the fatigue had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 2-mar-2018: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Pfs received. New events added- abnormal bleeding general, dysmenorrhea, dyspareunia, fatigue, hair loss, migraines/headaches, nausea, pain, vaginal discharge and left side of abdomen pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.